Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the instrument channel of the subject device tested (B)(6) for unspecified (B)(6) (5cfu/endoscope) and the suction channel of the subject device tested positive for unspecified bacteria (>100cfu/endoscope). The subject device had been disinfected with non-olympus automated endoscope reprocessor (anios) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the instrument channel of the subject device tested positive for coagulase-negative staphylococci (1 cfu / channel) and the air/water channel tested positive for gram-positive bacteria (1 cfu / channel). The result of the additional microbiological testing by a third party laboratory cleared the (B)(4) guideline. The exact cause of the reported phenomenon could not be conclusively determined.